Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that 150 units of insulin was in reservoir and reservoir emptied quickly. Caller stated that insulin continued to drip after letting go of the act button during priming. It was reported that customer's blood glucose continued to drop. Customer had blood glucose of 50 mg/dl, 53 mg/dl and 55 mg/dl. Caller states that paramedics were call and customer would call back to troubleshoot after being treated.